Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/migration of essure device uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included zolpidem tartrate (ambien). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), weight decreased ("weight loss"), abdominal pain ("pain abdominal area") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy), surgery (laparoscopy surgery; unilateral salpingectomy), surgery (laparoscopy surgery; unilateral salpingectomy) and surgery (laparoscopy surgery; unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, uterine haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, depression, anxiety, weight decreased and female sexual dysfunction outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Date(s) of removal: (B)(6) 2009; (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received: new event: female sexual dysfunction added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration/migration of essure device uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included zolpidem tartrate (ambien). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), weight decreased ("weight loss") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy), surgery (laparoscopy surgery; unilateral salpingectomy), surgery (laparoscopy surgery; unilateral salpingectomy) and surgery (laparoscopy surgery; unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, device breakage, fallopian tube perforation, uterine haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, depression, anxiety and weight decreased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009, date(s) of removal: (B)(6) 2009; (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs and medical record received: reporter information, patient details, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, device breakage, dysmenorrhea, dyspareunia, perforation (fallopian tube), psychological or psychiatric problems: depression, mental anguish, weight loss, pain abdominal area were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/migration of essure device uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trazodone. Concomitant products included ethinylestradiol;levonorgestrel (season) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2007 and zolpidem tartrate (ambien). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain abdominal area") and female sexual dysfunction ("apareunia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy and laparoscopy surgery; unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, uterine haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, weight decreased and female sexual dysfunction outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009, date(s) of removal: (B)(6) 2009; (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Updated date of insertion. Updated outcome of pain(pelvic, abdominal pain). Historical drug, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migration/migration of essure device uterus'), device breakage ('device breakage/removed essure in two pieces'), fallopian tube perforation ('perforation (fallopian tube') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trazadone. Concomitant products included ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2007 and zolpidem tartrate (ambien). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain abdominal area"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy and laparoscopy surgery; unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, depression, anxiety, weight decreased and female sexual dysfunction outcome was unknown and the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009, (B)(6) 2007 : discrepancy noted. Date(s) of removal: (B)(6) 2009; (B)(6) 2011. Date of removal in this f/u: (B)(6) 2009 discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received- outcome of uterine haemorrhage updated to recovered / resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/migration of essure device uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included zolpidem tartrate (ambien). In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), weight decreased ("weight loss") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy), surgery (laparoscopy surgery; unilateral salpingectomy), surgery (laparoscopy surgery; unilateral salpingectomy) and surgery (laparoscopy surgery; unilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, uterine haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, depression, anxiety and weight decreased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2007, (B)(6)2009, date(s) of removal: (B)(6)2009; (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migration/migration of essure device uterus'), device breakage ('device breakage/removed essure in two pieces'), fallopian tube perforation ('perforation (fallopian tube') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, gravida ii, parity 2 and gravida ii. Previously administered products included for an unreported indication: trazadone. Concurrent conditions included constipation, irritable bowel syndrome and vitamin d deficiency. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2008 to (B)(6) 2011, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2007 and zolpidem tartrate (ambien). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain abdominal area"). The patient was treated with surgery (total hysterectomy, operative laparoscopy, left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, depression, anxiety, weight decreased and female sexual dysfunction outcome was unknown and the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009, (B)(6) 2007 : discrepancy noted date(s) of removal: (B)(6) 2009; (B)(6) 2011. Date of removal in this f/u: (B)(6) 2009 discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan - on an unknown date: essure visualized in bilateral cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, depression, anxiety, abdominal pain, vaginal haemorrhage, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information, concomitant drug, lab data, and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migration/migration of essure device uterus'), device breakage ('device breakage/removed essure in two pieces'), fallopian tube perforation ('perforation (fallopian tube') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, gravida ii, parity 2 and gravida ii. Previously administered products included for an unreported indication: trazadone. Concurrent conditions included constipation, irritable bowel syndrome and vitamin d deficiency. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2008 to (B)(6) 2011, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2007 and zolpidem tartrate (ambien). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criterion medically significant) and abdominal pain ("pain abdominal area"). The patient was treated with surgery (total hysterectomy, operative laparoscopy, left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, dysmenorrhoea, dyspareunia, depression, anxiety, weight decreased and female sexual dysfunction outcome was unknown and the abnormal uterine bleeding, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, pelvic pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2009, (B)(6) 2007 : discrepancy noted date(s) of removal: (B)(6) 2009; (B)(6) 2011 date of removal in this f/u: (B)(6) 2009 discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan - on an unknown date: essure visualized in bilateral cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, depression, anxiety, abdominal pain, vaginal haemorrhage, uterine haemorrhage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic excision of left essure, followed by a total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.